Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. This was found during the daily check of their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and the reported issue was confirmed. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate power cycles shortly after the code-summary button was pressed. Physio replaced the power pcb assembly, the battery wire harness assembly, and the battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The removed parts were not returned for further evaluation. Based on the information available, physio determined that the likely cause of the reported issue was due to worn battery pins and fretting corrosion on the battery wire harness contacts of connector j11 and the mating power supply pcb assembly contacts of connector p11. Fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary report or charging the defibrillator.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. This was found during the daily check of their device. There was no patient use associated with the reported event.